Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that there was an under infusion of pamidronate delivered to a pediatric patient. The infusion of pamidronate (500ml bag (60mg)) was programed to infuse at a rate of 150ml / hour over 3 hour 20 minutes. Approximately "halfway" through the infusion, the volume infused was noted to be less than expected. The pump module was changed and the infusion was completed at a rate of 180ml/ hour. The total 500ml volume was infused over 5 hours and 35 minutes. The patient's endocinologist (ordering provider) was notified and indicated that the longer duration would not have impacted the efficacy of the medication. There was no harm to patient.

Event description:
It was reported that there was an under infusion of pamidronate delivered to a pediatric patient. The infusion of pamidronate (500ml bag (60mg)) was programed to infuse at a rate of 150ml / hour over 3 hour 20 minutes. Approximately "halfway" through the infusion, the volume infused was noted to be less than expected. The pump module was changed and the infusion was completed at a rate of 180ml/ hour. The total 500ml volume was infused over 5 hours and 35 minutes. The patient's endocinologist (ordering provider) was notified and indicated that the longer duration would not have impacted the efficacy of the medication. There was no harm to patient.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: initial reporter addr 1. Additional information: concomitant med prod data, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.